Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that during this pacemaker system implant, the right ventricular (rv) lead had a high impedance at 1900 ohms, on the pacing system analyzer (psa). At the end of the implant, the pacing impedances measured at about 1600 ohms, through the pacemaker. The following morning pacing impedances measured out of range, around 2100 ohms. Threshold and sensing were both fine. Boston scientific technical services (ts) discussed that it could be due to tissue interface and noted that if sensing and threshold were good, that there is no action to suggest. The field representative increased the alert limit for the lead to 2250 ohms and will check the lead again at wound check. No adverse patient effects were reported.